Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "fill tubing" screen and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer had elevated blood glucose levels (277 mg/dl). Customer completed the load process and stated they will deliver a bolus to stabilize blood glucose levels.